Manufacturer narrative:
Updated to reflect patient's weight at the time of the event as reported on (B)(6) 2017. Updated to reflect information received on 2017-may-22.

Event description:
Additional information was received from the hcp on (B)(6) 2017. The patient's weight was provided. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the hcp had started a practice of having the patient¿s come in a couple weeks prior to the refill. The patient stated she was calling it a pre-refill appointment to check the pump to make sure it was ok. The patient stated he knows it was just a reminder to order the medicine. The patient stated the only time he had a problem with the pump was when she forgot to order his medicine, which happened twice. The patient stated he did not remember when that happened, ¿it¿s been like a year.¿ the patient wanted to know if the pre-appointment was necessary from a manufacturer standpoint if the manufacturer felt that was necessary. The patient asked how likely was the pump to fail 2 months between appointments. No patient symptoms/complications were reported. The patient stated their pump medication was a morphine solution with a dose between 8-15mg/day, currently at 11.28 mg/day. The concentration was 20 mg/ml.

Event description:
Information was received from a consumer regarding the patient's implanted infusion pump containing morphine (20mg/ml at an unknown dose). The patient's pump was infusing 10 or 10.75mg per day at the time of report. The indication for use was non-malignant pain. It was reported that on two occasions, the patient's healthcare provider (hcp) forgot to order pump medication and the pump ran out. The dates were unknown. The patient's next low reservoir alarm date was noted to be (B)(6) 2017, so he made his refill appointment for (B)(6) 2017. The patient's hcp wanted to make the patient's refill appointments a week before the low-reservoir alarm date so that the refill would not occur so close to the alarm date, but the patient declined. The patient's hcp also reportedly initiated a pre-refill appointment in which the pump would be inspected once a month prior to the refill date. The patient found no requirement for the pre-refill appointment to happen, and thought it was a bad situation. The patient was concerned that if he went in too early for refills, then his remaining medication would be thrown away and wasted. He felt that the reason for scheduling his refill dates earlier was because they didn't remember when to order medication, and it was a way for them to remember and also to make money at his cost. The patient considered switching hcps, but was concerned that his dose and medication concentration were too high, and other hcps would not want to take him on.